Manufacturer narrative:
Conmed linvatec received one "unopened" package containing a suction connecting tubing for evaluation. Visual examination of the returned package found the pouch plastic film had two (2) obvious creases in the sealing area, which extended through the entire seal width. The tubing set was forwarded to the packaging engineering test lab for dye leak testing and confirmed the tubing set failed leak test. This device was manufactured on 29-jul-2014. A review of the device history record for this lot found no ncrs and noted no discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the "creases" found in the seal is due to inadequate placement of the device onto the tiromat packaging machine that most likely related to operator error. Of the nine hundred units from this lot shipped to the distributor, this is the only unit found with creases in the seal by the distributor inspector who performs 100 percent incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there have been no other reports received of "creases" in the seal. (B)(4). This is an isolated incident. This packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately. An investigation is in progress to determine the root cause and to address this reported problem.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "creases" were found in the sealing area of the plastic pouch portion of this sterile package containing the suction connecting tubing ¼" ID x 10' long. Testing result confirmed the returned package failed a dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the creases were discovered during inspection at the distributor site prior to distribution to the end user.